Event description:
Healthcare professional (hcp) reported the home pt (hp) was overfilled while using the homechoice cycler for apd therapy. Hcp reports the hp was not feeling well and went to the ER, where hp was found to be hypotensive. Hcp relates when she examined the hp in the ER she noted hp's abdomen appeared to be distended and placed the hp into a manual drain, removing 5200mls of solution. Hcp relates the volume of fluid drained was 2700mls greater than the programmed last fill volume of 2500mls. Hcp subsequently requested a replacement homechoice cycler. According to the hcp, she feels the hp was hypotensive as a result of the hp using a stronger dextrose solution than necessary. Hcp further relates the hp was also treated in the hosp for an ulcer that was found on hp's leg and as a result hp was not released from the hosp until 07/18/2000. Hcp relates the hp's leg ulcer is not related to the hp's overfill or hypotension.